Manufacturer narrative:
The patient returned 3.5 years after implantation with the ankle having fallen into varus. Based on patient imaging and feedback from the surgeon, a combination of implant subsidence and loss of fixation could have contributed to the loosening of the implants. Review of production records reveals no abnormalities in the manufacturing of the implants in question.

Event description:
It was reported that the tibial component of a custom tar lost fixation and the patient's ankle fell into varus 3.5 years post-op.